Event description:
It was reported that a pump alarm occurred multiple times, specifically alarm 20, which was noted three times on two separate days. There was no reported adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer changed the cartridge each time the issue occurred and was instructed by technical support to replace the pump. Additionally, the customer was advised to return the problematic pump using a pre-paid label within 10 days and understood how to put the pump into storage mode. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.